Event description:
Initial magnesium result of 4.4 mg/dl. Same sample repeated recovered 2.5 mg/dl. Same sample repeated on different analyzer, same methodology, recovered 2.6 mg/dl. The initial result was not reported. The field service rep was unable to determine a cause for the discrepancy.